Manufacturer narrative:
The pse evaluated the device and determined the power cord required replacement to correct the issue. The pse replaced the power cord once customer approval was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed power cord was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported slight wear marks noted on the ground conductors on side that plugs into the power source. Prior to electrical safety testing, the pil technician verified through the use of a fluke multimeter and rigorous bending of the male end of the power cord, the female portion of the power cord and movement of the length of the power cord that there was no resistance issues noted with the power cord. After the initial checking of the power cord with the fluke 87 multimeter, the power cord was tested with an electrical safety analyzer. The resistance measurements of the ground conductor of the power cord were within the allowable specifications. The pil technician verified that the power cord passed all current leakage testing as well. The analysis of the ac power cord under the accusation of it not passing the stated electrical testing resulted in a no problem found conclusion.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the alternating current (ac) power cord on the v60 ventilator exceeds the established ranges of electrical resistance. The device was not in clinical use. There was no report of harm. The pse evaluated the device and determined the power cord required replacement to correct the issue. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).